Event description:
It was reported that the pump declared multiple temperature alarms that were unable to be cleared. The pump was not within extreme temperatures. There was no reported impact to the customer's blood glucose level. Reportedly, a back-up pump would be used for alternate insulin therapy.